Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During an unknown procedure, "falling off needles". Case was completed successfully. No patient harm was reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/17/2025. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: when was the needle felt down (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify did the needles fall into the patient? If so, was the needle retrieved during the same procedure? Were x-rays taken to locate the needle? What measures were implemented to retrieve the needle? Was there any additional tissue damage resulting from the search for the needle? How many devices demonstrated the alleged deficiency? Could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided please provide the source or name of person providing answers to follow-up questions: no needles fell into the patient. I am waiting for the shipper box to be sent to me to send the product in for investigation. H3 investigational summary: the product was returned to ethicon for evaluation. One empty foil and one winding former with five undispensed strands were received for analysis. Product code vcp864d which is a control release and requires eight strands per packet. Upon initial inspection, no issues related to the pull-off needle were observed in the returned sample. The needles were examined, and the swage and attachment area appeared as expected. This product code vcp864d contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no issues related to pull-off needle were noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.